Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the death was aneurysm related.

Event description:
Additional information was received as follows: it was reported that the action taken for the pulmonary embolism was lung ventilation and perfusion. No intervention was done for an acute renal failure, the patient had an ultra sound and consultation.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Patient¿s condition affected effectiveness of device (aneurysm related death). Evaluation conclusions: inherent risk of procedure (death). Device failure/lack of effectiveness related to patient condition (aneurysm related death).